Event description:
The manufacturer sales representative reported that the device may have lost a spring at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.